Manufacturer narrative:
Batch review performed on 18 may 2018; lot 173783 : (B)(4) items manufactured and released on 14 march 2017 expiration date: 2022-10-26; no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection. The pathogen is unknown. The surgeon revised the poly.